Manufacturer narrative:
Further info on the event was requested; however, none was provided. This device was used for treatment. The device history records could not be reviewed as product identification was not available. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
The instructions for use included with the stem states "do not subject instruments to high loads and/ or impact as breakage can occur". As returned the provisional stem is fractured at the threads. The distal pilot the threads would have been screwed into was not returned. The stem was dimensionally inspected and found to be conforming where measured aside from the previously mentioned fracture. Additionally the hardness of the stem was checked and is within specifications. Scanning electron microscope analysis of the fracture identified that the fracture was due to overload. Review of the device history records did not find any deviations or anomalies. The device was used for treatment. No other complaints of any type have been reported for the provided stem lot. With the provided information a definitive root cause cannot be determined. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Manufacturer narrative:
Other device used was returned on 06/29/2015. This report will be amended when our investigation is complete.

Event description:
It is reported that during a procedure, the distal provisional fractured when the stem provisional was being extracted. The surgeon left the fractured portion inside of the patient's humerus.

Manufacturer narrative:
This report will be amended when our investigation is complete.